Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported a motor error alarm during the basal delivery. She stated that she changed the battery to resolve the issue and was able to clear the alarm. She stated that the up arrow button was unresponsive. She stated that it was not exposed to a strong magnetic field or MRI and that she was able to complete the rewind sequence. The blood glucose reading was 167 mg/dl. Nothing further was reported.